Manufacturer narrative:
The insulin pump was received with no button response due to the lcd unlock keypad connector. There was no blank display on the device. The device was received with cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's husband reported via phone call that the insulin pump had a blank display. Customer's husband advised during a bolus attempt the device did not work. Troubleshooting for the blank display was performed. Customer's husband then advised the screen is not blank it is actually on the home screen. Customer's husband then advised that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.